Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. The issue was further described as "tip coming off . This occurred during use of the device for peritoneal dialysis (pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank). B5: the issue was further described as, the transfer set end (navy blue part) detached from the transfer set main body, and the screw part was worn out and it made the connection to the manual bag loose. The patient was prescribed prophylactic antibiotics, administered: vancomycin 2g and tazicef 2g ip (intraperitoneally). H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.